Event description:
End user is stating that she was stranded in the street, and had to have police come and get her out of the street. End user is stating that she has new batteries. The joystick is flashing 4 times which indicates motor fault. This means there is an issue with the left motor. Also the joystick will not power down. End user states she has a pronto 41.